Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported that while the size 8 actis broach was being extracted using kincise, the post on the broach was broken off inside the femur. Was able to eventually get it out but took some work and took more bone off to get access. The device associated with this report was returned to depuy synthes for evaluation. Visual examination found the post of the actis broach sz 8 broken. Broken fragment was returned for evaluation. The overall appearance of the device is that of heavy usage. Based on observations and location of the breakage, potential cause can be attributed to unintended use error. It can be determined that impaction forces, combined with handle not being fully secured onto the broach, caused a excessive workload to a specific portion of the post, leading to fatigue fracture. The overall complaint was confirmed as the observed condition of the actis broach sz 8 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while the size 8 actis broach was being extracted using kincise, the post on the broach was broken off inside the femur. There was a 5 to 10 minute delay to the case to remove the broken piece.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.